Event description:
Boston scientific crm received information that the patient with this right atrial (ra) lead exhibited noise on the right ventricular (rv) lead which was being marked as ventricular fibrillation (vf) on the electrogram. A revision procedure was performed and both the rv and the ra leads were found to be fractured. The ra lead was explanted and the atrial port was plugged. There has been no reported adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.